Event description:
Reporter indicated that lead break was noted during generator replacement surgery. Further follow-up revealed that during generator replacement surgery for end of service, device diagnostic testing after connecting new generator to original lead resulted in high lead impedance reading, indicating possible device malfunction. A new generator was implanted, but the lead was not replaced at that time. Operative notes from generator replacement surgery indicated that the lead would be replaced at a later date after pt's throat infection had cleared. The pt was brought back in to surgery 3 months later and implanted with a new ncp system (both generator and lead).